Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 595 (mg/dl) for 4 days. Customer changed pump supplies and administered insulin injections to treat their bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer indicated that they would revert to insulin injections for the evening. Recommendation was made to consult with their health care provider to discuss diabetes management. Customer declined additional follow up with tandem technical support.